Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and strip lot number is expired, so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report.

Event description:
Caller indicated the relion confirm meter was giving variable results. Caller inadvertently purchased strips in (B)(6) that were already expired. Customer stated that his medicine was adjusted by his doctor based on the meter readings and this caused him to be hospitalized for 3 weeks. Customer stated that sometimes his readings were higher than they should have been and sometimes they were lower than they should have been. When he compared the meter to another meter, he got 290 on the confirm meter and 250 on the other meter. The strips he was using were expired. When I attempted to get additional information for the incident report, the customer did not want us to file any report and did not wish to give any information without his lawyer. I tried to explain that the incident report would not affect him legally in any way and that we would file regardless with the information he gave in previous calls. Customer began to get upset and threatened legal action. I advised the customer that I would replace his meter and asked that he send the old meter back. He said that he will send back the meter and strips if he had any left. Product replaced.